Manufacturer narrative:
Additional mdrs associated with this ncmr: 3025141-2018-00091: driver.

Event description:
While inserting an orthopedic screw into a bone, the driver tip broke off in the screw. The driver tip in the screw head was left implanted.